Event description:
Updated summary: blood glucose reading at the time of event was 3.4 mmol/l. The customer alleged that the insulin pump over delivered since pump went from having 230 u down to 126 u in less than an hour. It was reported that the insulin pump was making strange noises as it was delivering insulin. Troubleshooting was completed. Last set change prior to the event was completed on july 27th. It was alleged that during the last set change, insulin was dripping/squirting from the end of the set before connecting at the site. The customer received assistance with programming the pump and programming was accurate. The customer was using the insulin pump within 48 hours prior to reported event. The customer reported that the pump was in smartguard at the time of incident. Pump was discontinued and returned for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Update: low blood glucose was treated with glucose/carb intake. Customer was in the emergency room for 6 hours.

Manufacturer narrative:
The thump and carelink software was utilized and downloaded trace/history files properly. In further full review of the pump history on the event date of 28-jul-2024, found multiple bolus deliveries that the customer manually programmed and the daily total of bolus insulin delivered are 48.5 u. In further full review found one no delivery alarms in the pump history on (B)(6) 2024 at 12:31:10.000 during bolus delivery. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.0870 inches. No unexpected no delivery alarm/insulin flow blocked during testing. No unexpected noise during testing. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (22.5 mv). The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay during the visual inspection. In summary, pump passed all required testing. Unable to verify customer complaint for high and low bg. Customer alleged for the pump over delivery was not confirmed. The force sensor is within specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible over delivery anomaly. The customer reported blood glucose value of 3.4 mmol/l. The customer reported hypoglycemia treated with emergency medical services/ambulance/emergency room visit. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-1885. Troubleshooting was performed. Customer reported low blood glucoses. Customer has been using the insulin pump system within 48hrs of reported low blood glucose event. Customer believes the pump was over delivering. Customer was able to upload to carelink. No further patient complications were reported. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.